Manufacturer narrative:
(B)(4). The biomedical engineer evaluated their device and was unable to duplicate the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device "did not deliver a shock correctly and was not delivering the correct energy" during a patient event. The customer advised that a backup device was available, however it unknown if it was used. In this state, defibrillation therapy may be delayed or unavailable if needed, or inadequate or wrong defibrillation therapy would be delivered to the patient. This issue is patient related; however there was no adverse patient outcome reported. Physio-control contacted the customer in order to obtain additional information about both the patient and the event. The customer advised that there were no adverse effects to the patient as a result of the reported issue, however the customer was unable to provide further details of the event or patient.

Manufacturer narrative:
Section d10 returned to manufacturer on, of supplemental 001 medwatch report indicates: section d10 returned to manufacturer on, of supplemental 001 medwatch report should indicate: 01/10/2019.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device "did not deliver a shock correctly and was not delivering the correct energy" during a patient event. The customer advised that a backup device was available, however it unknown if it was used. In this state, defibrillation therapy may be delayed or unavailable if needed, or inadequate or wrong defibrillation therapy would be delivered to the patient. This issue is patient related; however there was no adverse patient outcome reported. Physio-control contacted the customer in order to obtain additional information about both the patient and the event. The customer advised that there were no adverse effects to the patient as a result of the reported issue, however the customer was unable to provide further details of the event or patient.

Manufacturer narrative:
Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device "did not deliver a shock correctly and was not delivering the correct energy" during a patient event. The customer advised that a backup device was available, however it unknown if it was used. In this state, defibrillation therapy may be delayed or unavailable if needed, or inadequate or wrong defibrillation therapy would be delivered to the patient. This issue is patient related; however there was no adverse patient outcome reported. Physio-control contacted the customer in order to obtain additional information about both the patient and the event. The customer advised that there were no adverse effects to the patient as a result of the reported issue, however the customer was unable to provide further details of the event or patient.